Event description:
Information received indicates the foot end casters were not holding.

Manufacturer narrative:
The technician found the rocker link was missing the shoulder bolt and nut which holds it together. The technician replaced the hardware to repair the bed.